Event description:
Customer reported that they are having an issue with their igg crossmatch where the results came up as incompatable. When they tested the same donor and patient samples on the echo, the results were compatible.

Manufacturer narrative:
A service visit was made. Contamination was found in the syringe, as well as a chipped reagent probe. Both items were replaced; the customer has had no further issues since the parts replacement.